Event description:
It was reported that a patient experienced an over stimulation sensation. It was stated that the patient had a 'pinched nerve' feeling going down her leg and especially in her foot which began around (B)(6) 2013. On (B)(6) 2013 the patient had her stitched removed from the implant site and the physician used 'steri-strips.' The following day the steri-strips came off and her incision 'popped open' and stimulator was visible. The patient went to the emergency room. There a doctor put stitches in. The patient programmed on program 2. The patient still had pain down her leg and turned stimulation down. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-33, lot# va04uzk, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received from the hcp reported that the incident occurred when the patient bent over and the incision opened. The patient had the incision area reapproximated on (B)(6) 2013 and recovered without sequela. The patient did not require hospitalization. Additional information received from the patient reported that she was still having concerns with her device or therapy, but had not sought help. It was reported that the patient had to have the device taken out.